Event description:
It was reported that during a follow-up, the pulse generator exhibited a premature elective replacement indicator. The alert was cleared, and the patient would be scheduled for device replacement. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.